Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/24/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR) and surgical intervention (impella ventricular assist device) that resulted in death. During mapping and ablation of the left ventricle, the patient went into ventricular tachycardia which required cardioversion. Ultrasound detected no cardiac movement and CPR was initiated. Patient was intubated, impella ventricular assist device was implanted, and swan-ganz catheter was inserted. Patient was then transferred to the intensive care unit. Patient expired on (B)(6) 2016. The cause of death is cardiogenic shock. It was noted that the physician was not ablating at the moment the patient developed ventricular tachycardia. Patient had a medical history of cardiomyopathy.

Manufacturer narrative:
(B)(4).the device history record (DHR) for the lot number 17435621m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
(B)(4). It was reported that while mapping and ablating in the left ventricle for ischemic vt, the patient went into ventricular tachycardia for which they had to be cardioverted. They were not ablating the moment the patient developed vt. There was then no heart motion detected with ultrasound. CPR was administered and a code was called on the patient. The patient was intubated, an impella device was implanted and swan-ganz catheter inserted. The patient was then transferred to the ICU. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac arrest and patient deceased remains unknown.

Manufacturer narrative:
(B)(4).